Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
No patient involved. Red status indicator with new pad-pak.

Event description:
No patient involved. Red status indicator with new pad-pak.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2011. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2011 and performed to specification up to the (B)(6) 2018. On the (B)(6) 2018 the device fails a weekly auto self-test due to a low battery. No further log entries were recorded prior to receipt at heartsine. A test pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. Further investigation found no fault with the returned device and performed to specification throughout testing at heartsine. The device had been in service from the (B)(6) 2011, passing all weekly auto self-tests up to and including the (B)(6) 2018. The device then failed the weekly self-test on the (B)(6) 2018 due to a low battery. The recorded voltages during the weekly auto self-tests leading up to this shows a gradual decline in voltage. This would be consistent with a pad-pak naturally depleting, with a fall in voltage towards the end of the battery life; given no fault found with the device. Furthermore, there was no pad-pak returned to confirm the expiry date. The battery monitoring circuity was verified during the investigation. Furthermore, the device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. This equates to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.